Manufacturer narrative:
For this case, my knee instrument cutting blocks were used (in the USA: (B)(4)). Document review: gmk tibia component (B)(4) / lot.100868: all the values were found to be conforming to specifications in force at the time of production; 13 of the 15 pieces of the lot were already implanted without other adverse events. Gmk ps femur component (B)(4) / lot.083217: all the values were found to be conforming to specifications in force at the time of production; 3 of the 5 pieces of the lot were already implanted without other adverse events. Gmk ps fixed insert (B)(4) / lot.080169: all the values were found to be conforming to specifications in force at the time of production; 7 of the 15 pieces of the lot were already implanted without other adverse events. The reduction of range of motion is due to the 15-16 degree posterior slope given when the tibial cut was done. The tibial cut was performed with a my knee tibial cutting block, lot 00035k: the lot and the surgery plan were reviewed and everything was found to be conforming to the specifications. The slope set on the guide was 3 degree and this means that the surgery planning was not respected because the posterior slope is higher than the parameter indicated in the surgical planning. As reported in the surgical technique, the tibial slope is to be verified before performing the cut and so the event is high likely due to a mistake done by the surgeon during the primary surgery.

Event description:
There was a slope of 15-16 degree after the primary surgery and the pt could not extend fully the leg. They tried to solve the problem with exercises but with no good results. A revision surgery was necessary and the surgeon removed everything implanting new components.